Event description:
It was reported that during the procedure on (B)(6) 2025, the surgeon was unable to secure the heartmate 3 device to the mini apical ring (serial no. (B)(6)). Multiple troubleshooting steps were performed intraoperatively, and technical support was contacted for real-time assistance. Despite these efforts, the device would not lock down as intended. Due to concern for a potential issue with the locking mechanism on the pump, and/or the apical ring, an additional kit was opened. Upon opening kit (B)(6) and utilizing the larger apical ring, the original ventricular assist device (vad) was successfully locked and implanted without further issue. Additional information was received on 26mar2026 that the original mini sewing cuff was disposed of post operation. The second implant kit and pump opened during this case was used on the set-up table with a new mini sewing cuff, locked on and eventually shipped to abbott for evaluation. None of the originally implanted product was returned to abbott.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock latch arm. A specific cause for this damage could not conclusively determined through this evaluation. (B)(6) was returned assembled in an unused condition with the pump cable fully intact. The tunneling adapter was attached to the pump cable. The modular cable was not returned. The sealed outflow graft and outflow graft bend relief were not returned. A mini apical cuff was returned secured with the cuff lock fully engaged. Upon disengaging the cuff lock, it was noted that the latch arm was bent upward out of the plane from the rest of the cuff lock; however, this did not affect the cuff lock¿s ability to engage and disengage with the returned mini apical cuff. The inner diameter of the returned mini apical cuff gland ring was measured and was found to be within manufacturing specification. Overlay of the cuff lock over a 1:1 scale drawing captured no anomalies or evidence of damage to the locking arms. Upon disassembly of the returned pump, examination of the pump rotor and rotor well revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or issues. Review of the device history records for (B)(6) found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing inspection and testing steps. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Available information provided that the second implant kit and pump ((B)(6)) opened during this case were used on the set up table with a new mini apical cuff. The new mini apical cuff was locked on and this pump was eventually shipped to abbott for evaluation. None of the originally implanted product was returned to abbott. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use (rev. A). The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including how to properly engage and lock the pump to the apical cuff. This section states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.